Event description:
A report was received that the patient had a non device related fall and the lead had come through the skin. The physician cut the lead, left a portion implanted and closed up the wound. No infection or additional issues with the remaining devices were suspected. The patient is doing well.

Manufacturer narrative:
(B)(6) 2012 additional suspect medical device component involved in the event: model#:sc-2352-70 serial#:(B)(4) description: linear 3-4 lead, 70cm portion of the cut lead was discarded. The leads were fully explanted during another revision on (B)(6) 2012.